Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late and capsular contracture, baker grade iii.

Event description:
Additionally, healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "having breast problems... Always had a problem, always contacted the physician who performed the surgery, but it was always normal", "very desperate, because it is full of things in breast", "small seroma", "rare centimetric septic cysts", "lobulated surfaces and with radial folds", "liquid sheet", and "septates". The device remains implanted. This record is for the right side.